Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a gastrectomy procedure, the handle operation was intermittent during use. Surgeon was having trouble getting the device to go into "fire" mode after closing reload on tissue. There was no injury or hazard to the patient and user. After a few attempts to fire and not being able to put into ¿fire¿ mode, they stopped using and opened another handle and adapter.

Manufacturer narrative:
(B)(4). Received one idrive ultra powered handle 1 for evaluation.